Event description:
It was reported that the device exhibited fault: 41786 0004 error code that was displayed on the screen. Turned pump off and on again and the code disappeared. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. The event history log revealed error code 41786. Functional testing was able to duplicate the reported problem. It was determined that the ui never came out of reset, the main board was the root cause. The main board was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.